Event description:
The physician reports performing cataract surgery with implantation of the adaptao intraocular lens. Two and a half yrs postoperatively, the iol opacified and the surgeon plans to exchange the iol in the next 2-3 months. Add'l info was rec'd from the physician, who reports that on (B)(6) 2010, the pt had undergone treatment with dkline plus c2f6 gas to address retinal detachment. In addition, the pt underwent surgery on (B)(6) 2010 for treatment of an epiretinal membrane.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.